Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure and blood clots in both legs and lungs. At some time post filter deployment, it was alleged that the filter occluded, tilted and embedded in the wall of ivc; struts were detached and retained in the body. The device along with the detached struts has not been removed after an attempted but unsuccessful percutaneous and open abdominal removal procedure. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Later, another bard eclipse filter was implanted due to deep vein thrombosis. Approximately a few days post filter deployment, interval improvement in the residual thrombus previously noted in both the superior and inferior filters. Mechanical thrombectomy was performed. Subsequently two days later, tpa follow up fluoroscopy results revealed successful interval thrombolysis of the intra filter thrombus previously noted within the superior vena cava filter. Persistent non occlusive intra filter thrombus was noted involving the inferior vena cava filter. The remainder of the inferior vena cava and left iliofemoral venous system remain widely patent. A coaxial snare system was advanced into the inferior vena cava. The superior eclipse filter was recaptured without difficulty and the filter was then removed. Next day, computed tomography revealed an indwelling filter. Therefore, the investigation is inconclusive for filter tilt, retrieval difficulties, occlusion of the inferior vena cava filter, filter limb detachment and pulmonary embolism post implant. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 08/2013), g3, g4, h6(device: 2907). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for filter tilt, filter limb detachment, occlusion, retrieval difficulties and pe post implant as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2013), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure and blood clots in both legs and lungs. At some time post filter deployment, it was alleged that the filter occluded, tilted and embedded in the wall of ivc; struts were detached and retained in the body. The device along with the detached struts has not been removed after an attempted but unsuccessful percutaneous and open abdominal removal procedure. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.